Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side bilateral exchange from textured implants due to the concern with the product. Healthcare professional additionally reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, opening curved on posterior, crease fold, black particles in the shell and white calcification in the shell. A visual and microscopic analysis was performed which identified: striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported against left device "any creases."